Event description:
It was reported that following the implant of this ambicor penile prosthesis, the patient experienced a sore spot on the inside of the ventral aspect of the distal penile shaft. The issue was not resolved; no additional patient complications were reported. No further information was provided.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient, enrolled in the it matters clinical study, with this ambicor penile prosthesis (app) experienced nerve pain on the inside of the ventral aspect of the distal penile shaft following the implant procedure. Medical assessment determined that there is a possible relationship between the event and the device and procedure. The issue was not resolved; no additional patient complications were reported. No further information was provided.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that following the implant of this ambicor penile prosthesis, the patient experienced a sore spot on the inside of the ventral aspect of the distal penile shaft. The issue was not resolved; no additional patient complications were reported. No further information was provided.